Event description:
The customer reported a few drops of clear liquid were dripping from the blood sampling valve (bsv) in the lh500 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event .

Manufacturer narrative:
The fse confirmed the leak from the blood sampling valve (bsv) clogged with blood. The fse replaced the bsv resolving the leak. While onsite, the fse adjusted the calibration factors and verified mode to mode operation to validate instrument performance. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to improper sample or diluent delivery. (B)(4).